Event description:
An arterial air alarm occurred after administering a bolus of normal saline toward the end of a routine hemodialysis treatment. The alarm could not be resolved. Air was observed in the arterial line. Rinseback was not performed resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. Air was introduced into the circuit when administering a bolus of normal saline. Blood loss occurred due to disposal of the extracorporeal circuit without rinseback of the pt's blood due to the air in the circuit. The cycler alarmed appropriately. The user's guide contains adequate instructions for manual removal of air from the circuit. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. Nxstage medical considers this report closed. No add'l info will be provided.